Event description:
The nurse stated that as the doctor was trying to inject oil during a retinal detachment repair procedure, the system displayed an error code and stopped. She called to troubleshoot and was told to reboot system. The doctor was still in the eye. They were unable to clear the error, so the doctor injected the oil manually. The doctor stated that because of all the time spent in the eye, the patient developed another detachment. The doctor was able to reattach the additional detachment, and the original one. The current patient status was not reported. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system, confirmed the error code in the log, but was unable to duplicate the error code in testing. The system met performance specifications. We are unable to determine the root cause in this investigation.